Manufacturer narrative:
Acta neurochir (2016) 158:1539-1543 citation: retrieval of a migrated coil with a handmade microwire-snare device chuan he <(>&<)> jian chen <(>&<)> mohammed hussain the axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Additional information has been requested from the author of this article regarding this case. Should it become available a supplemental report will be submitted. Mdrs related to this articles: 2029214-2017-00472 2029214-2017-00473 2029214-2017-00474.

Event description:
Medtronic received information through literature review that during endovascular coiling treatment, this migrated distally into the frontal m2 branch of the middle cerebral artery and resulted in an occlusion. The handmade microwire-snare device (hmd) was smoothly advanced into the m2 branch. The coil was captured with a single pass and retrieved successfully. The aneurysm was subsequently embolized with stent-assisted coiling using a stent. The patient had an uneventful post-procedural course and was discharged in a neurologically intact state 3 days after the procedure.